Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system. A patient sample when tested gave a result of 3.73ng/ml and repeated at 0ng/ml. The erroneous result was not reported outside of the laboratory. Customer obtained elevated accutni results for some other patients but they were all within the risk stratification range. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in 5 ml li heparin tube without gel separator and centrifuged for 5 minutes at 3000 rpm. Qc was performed prior to the event and was within the customer's established ranges. A field service engineer (fse) was on-site (B)(4) 2009: fse performed a system check which failed. Fse found one aspirate probe not aspirating properly and discovered a leaking fitting. Fse replaced that fitting and recalibrated all pressure sensors. Fse verified repair per established procedures. System check performed then passed and qc was within the customer's established ranges. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.